Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced bladder outlet obstruction, recurrent urinary tract infections and chronic cystitis. The plaintiff underwent mesh revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.